Event description:
Lateral a poly insert would not lock into the tray during surgery. The lateral b poly insert was used to complete the case. The lateral b poly insert is 1mm thicker than the lateral a poly insert.

Manufacturer narrative:
Lateral a poly insert would not lock into the tray during surgery. The lateral b poly insert was used to complete the case. The lateral b poly insert is 1mm thicker than the lateral a poly insert. Review of the device history record indicates that the device was manufactured to specification.